Manufacturer narrative:
Literature reference: doi.org/10.1177/1526602824128444. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed titled 'atherectomy followed by drug-coated balloon angioplasty versus surgery for symptomatic deep femoral artery arteriosclerotic disease'. Multiple manufactures devices were used in the procedure. Medtronic devices included hawkone atherectomy, spiderfx and inpact admiral dcb. Directional atherectomy (hawkone¿ catheter in conjunction with the spiderfx¿ embolic protection, medtronic) was used in 61 patients, while rotational atherectomy (non-medtronic) was used in 11 cases. The most used dcb was the inpact dcb in 43 patients. The remaining patients were treated with following non-medtroinc dcbs. Distal embolic protection was used in 65 (90.2%) cases. Deaths were reported in the population but cause of deaths was not specified. Adverse events reported included restenosis and reintervention.